Event description:
The customer reported that the system's monitor would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cables, the fuses, the power supply, and the connections were checked. The system was tested and found to be working as intended and put back into service.